Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that post implant the patient received an appropriate shock therapy that required more than twelve seconds of charge time. The patient was hemodynamically compromised during this episode and the physician was concern that it took such a long time to deliver therapy. The device remains in use. It was further reported that post implant, the right atrial (ra) lead had dislodged. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.